Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), pregnancy with contraceptive device ('pregnancy ¿ stillbirth/miscarriage'), abortion spontaneous ('miscarriage') and pelvic pain ('severe, pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test conducted, specify: no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia ("abnormal, heavy bleeding during menstruation"), abdominal pain lower ("severe, lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), infection ("infection") and vitamin d deficiency ("vitamin d deficiency") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the pelvic pain, menorrhagia, abdominal pain lower, abdominal pain, back pain, alopecia, vaginal discharge, infection and vitamin d deficiency had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, device dislocation, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vitamin d deficiency to be related to essure. The reporter commented: consumer has not yet undergone surgery to remove the essure devices and still suffers from the symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : new events added : "pregnancy: stillbirth/miscarriage, miscarriage, device ineffective, device migration, essure conformation test not done". Reporter contact information was added. Patient's demographics were added. Product indication updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.